Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, moisture damage and button error. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was 226 mg/dl. The customer states the insulin pump was exposed to water. The button error did not occur right after. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.